Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the subject device but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the reported phenomenon was attributed to a temporally malfunction of the battery of the subject device.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user could not turn on the power of the device. The user canceled and postponed the inspection. This phenomenon has occurred in the user facility before. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.